Manufacturer narrative:
The customer cleaned the leak using ppe. Hotline assisted the customer to clamp off line #129 to stop the leak and referred her to service. A bci field service engineer (fse) replaced broken y fitting. Fse cleaned the y fitting and the system ran within specification.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam reagent leak from the y connector that connects to valves v22 and v37. Customer stated she was not wearing ppe when she discovered the leak, and her hands came in contact with the reagent. She washed her hands and has no symptoms of skin redness, burning, or rash. Customer did not seek medical attention.